Event description:
Home patient (hp) reports receiving system error 2240 alarm in dwell during treatment on homechoice device. Hp reports small hole in supply line tubing of homechoice set, approximately one foot from the spike connection. Hp reports that end treatment with assistance from baxter technician. No pt injury or medical intervention required per hp.